Manufacturer narrative:
The device was returned, and the evaluation found no image. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope had no image. The issue occurred during inspection. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image issue was likely caused by damage to the image sensor unit and/or other electrical components, stress of repeated use and handling, and external factors. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.